Event description:
Approximately 6 month(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced a dislocation while doing some work at home. The patient underwent revision surgery and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 320-42-00 - equinoxe reverse 42mm humeral liner +0 320-10-00 - equinoxe reverse tray adapter plate tray +0 320-01-42 - equinoxe reverse 42mm glenosphere 320-15-01 - eq rev glenoid plate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g1, g3, h1, h2, h6, and h11. The following section was corrected: h6 - component code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.